Manufacturer narrative:
Reported height of the patient is:175.26 cms. Date of actual ankle fracture is unknown, sometime in (B)(6) 2018. This report is for (2) unknown locking screws. Without a valid part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation on (B)(6) 2018 due to fall and had a distal medial tibial fracture which is just above the locking compression plate that had been implanted on (B)(6) 2018 to fix a broken ankle. In addition, one (1) locking compression plate (lcp) hook plate and (2) unknown cortex screws and (2) unknown locking screws were removed from a previous ankle surgery on the month of (B)(4) 2018 in order to fit the new plate and screws. The ankle fracture was noted as healing without a non-union. All the hardware was intact. The surgery was completed successfully. No additional medical intervention was necessary. The patient was stable following surgery. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Corrected data: year of event reported as 2018; however exact date of postoperative fracture is unknown. Occupation. The incorrect date was inadvertently utilized in initial medwatch. The correct date is august 20, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.